Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as the lead was found to be fractured. No oversensing observed. This lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as the lead was found to be fractured. No oversensing observed. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.